Event description:
During engineering testing, the safety valve on the device was found to stick in a partially open position when the device was operated in a face-up (vertical) orientation, which may result in a loss of ventilatory volume to the pt. In the event of a loss of volume, the device will sound a low pressure audible alarm if appropriately set.

Manufacturer narrative:
To date, there have been no customer complaints rec'd regarding this issue. When the low pressure alarm is set according to MFR suggested guidelines, the alarm will enunciate to alert the user to this condition. The reported condition is still under investigation. If add'l info becomes available regarding this issue, a f/u report will be submitted.